Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following was reported through the heart rhythm journal article in an article titled ¿long-term performance of a pacing lead family: a single-center experience¿ on (B)(6) 2018. It was reported that the tendril lead family exhibited oversensing noise, low impedance, high impedance, lead fracture, and insulation abrasion. Because of these issues, the patients experienced either pacing inhibition, inappropriate automatic mode switch, or syncope. The lead issues were resolved with either lead revision procedure, lead being turned off or reprogrammed, or no intervention was performed and patient was continued to be monitored. (El-chami, mikhael f. Et al. Heart rhythm, volume 16, issue 4, 572-578. Https://doi.org/10.1016/j.hrthm.2018.10.024)